Event description:
It was reported that there was an error resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic flow control valve was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Block d4 serial number was corrected from (B)(6) to (B)(6). Block d4 UDI number was corrected from (B)(4) to (B)(4).